Manufacturer narrative:
Duragen was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen 2x2 got damaged during c1 and c2 cervical spine procedure. The duragen was placed onlay using fibrin without suturing and was overlapped on patient's dura mater for more than 1cm. After the procedure, cerebrospinal fluid (csf) retention was observed, and an abnormal number was indicated when the csf was checked - (protein concentration 327 cell number 101) collected from ventricular puncture (protein concentration 187 cell number 57). As a result, aseptic meningitis was diagnosed. The patient did not receive any treatment., but after two (2) months, the symptoms did not improve. As a result, hydrocephalus was developed and shunt procedure was performed. The physician commented that the number collected from the ventricular puncture was probably more accurate and it was assumed that some blood had entered the spinal cord cavity. No further information has been provided.